Event description:
It was reported that an interlink continu-flo solution set leaked. This occurred when patient infusion was started. It is unknown if there was patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.